Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding") and cardiac disorder ("heart problems") in an adult female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "two trailing coils in uterus (right tubal)". The patient's past medical history included congestive heart failure (taken leaves from 2007 to 2009). Previously administered products included for prevent pregnancy: iud (copper) in 2001. Concomitant products included carvedilol, escitalopram oxalate (lexapro) and lisinopril. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping "), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cardiac disorder, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all, symptoms decreased soon after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2017 : surgical pathology report: final diagnosis: fallopian tubes, bilateral, salpingectomy: 1. Medical device(s), see gross description. 2. Fibrosis, chronic inflammation, and foreign body giant cell reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs received. Reporter information added. Added event nickel allergy. Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding") and cardiac disorder ("heart problems") in an adult female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included congestive heart failure (taken leaves from 2007 to 2009). Previously administered products included for prevent pregnancy: iud (copper) in 2001. Concomitant products included carvedilol, escitalopram oxalate (lexapro) and lisinopril. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)").on an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage and cardiac disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping "), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and device deployment issue ("two trailing coils in uterus (right tubal)"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cardiac disorder, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and device deployment issue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cardiac disorder, device deployment issue, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all, symptoms decreased soon after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on (B)(6) 2017 : surgical pathology report: final diagnosis: fallopian tubes, bilateral, salpingectomy: medical device(s), see gross description. Fibrosis, chronic inflammation, and foreign body giant cell reaction. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received : event "two trailing coils in uterus (right tubal)" added as event. Reporter, lab data and patient information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping / abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), genital haemorrhage ("heavy abnormal bleeding") and cardiac disorder ("heart problems") in a 44-year-old female patient who had essure (batch no. A47947) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included congestive heart failure (taken leaves from 2007 to 2009). Previously administered products included for prevent pregnancy: iud (copper) in 2001. Concomitant products included carvedilol, escitalopram oxalate (lexapro) and lisinopril. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping "), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cardiac disorder, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cardiac disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most, if not all, symptoms decreased soon after essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. Patient demographic information and patient relevant history added. Lot number (a47947) added. Concomitant medications added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping) and heart problems added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.